Manufacturer narrative:
Concomitant medical products: w1tr06 crtp implanted; (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation in the middle of the night since a device changeout. It was noted that the diaphragmatic stimulation could be recreated and reprogramming was performed. It was further noted that the atrial lead position check was a new feature on the patient's device and could be related the stimulation. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the atrial lead position check feature was turned off.